Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 39 mg/dl. Customer reported that he had a low blood glucose of 39 mg/dl, and the sensor showed a reading of 331 mg/dl. Customer stated that he treated the low reading, and checked it later, and the blood glucose was 135 mg/dl, but the sensor glucose remained in the 300 mg/dl range. Customer treated low with food, and declined the low blood glucose protocol. The insulin pump will not be returned for analysis.